Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusion noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump during manual prime. Customer's blood glucose level was 259mg/dl. The customer states noticing bent cannula. Troubleshooting was conducted. The device did not alarm no delivery with manual prime. The customer was advised that changing the reservoir resolved the issue. The customer was educated on causes for bent cannulas. The customer was advised to return reservoirs for analysis. The customer is being sent out replacement set and reservoir.